Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.